Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch ultrasmart meter is giving inaccurate high readings of "20, 25, and 28 mmol/l" (360, 450, and 504 mg/dl) after she reportedly fell unconscious. The patient manages her diabetes with insulin based on a sliding scale per the lfs meter readings. On (B)(6) 2011 at around 1:20 am, the patient loss conscious. At around 1:30 am, the ambulance tested the patient on the subject meter and obtained the alleged inaccurate high readings. The patient did not receive any treatment based on the high readings. The patient was transported to the hospital where labs result of "2 mmol/l" (36 mg/dl) was obtained at 2 am. Based on the lab reading, the patient was treated with glucagon. On (B)(6) 2011, the patient provided more information during a follow-up call. The patient reportedly tests her blood glucose 6-8 times per day. Prior to the hypoglycemic episode, the patient did not have any concerns about any inaccurate reading and could not provide any numeric values. The patient reportedly did not alter her diabetes management the night before the event. She did not skip any meals or participated in any strenuous activity to cause a low. However, the patient felt that the subject lfs product may have malfunctioned which resulted in the incorrect administration of insulin before bedtime prior to the incident. This complaint is being reported because the patient claimed she took insulin based on lfs meter reading and subsequently received medical intervention for hypoglycemia at the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #k021819.